Event description:
(B)(6) 2024 rtg0583938 (con): information was received from a friend/family member regarding a patient who was implanted with an im plantable neurostimulator (ins). It was reported that pt lost a lot of weight and now the ins is moving around in the pocket and pt is having issues recharging the ins. Caller stated that pt just saw her pcp dr 2 days ago and the pcp dr recommended that pt contact the implant hcp about the movement of the ins in the pocket. The patient was redirected to their healthcare provider to further address the issue.  Omitted information regarding unrelated adverse event (see med review).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.